Event description:
The complainant reported an under-delivery. The intended feeding rate was 45 ml per hr and the pump delivered 200 ml over 12 hrs.

Manufacturer narrative:
(B)(4). The testing and investigation results confirmed an under-delivery with a stuttering motor. The pole pieces of the motor were found to be misaligned. The front pump case was broken. Abbott nutrition standard procedure includes attempts to obtain all required info from the source.